Event description:
MFR has informed us of an event that the user alleges an alarm of ventilator beeped one hour after tube replacement. Air could not be infused into the cuff smoothly. The pt's condition sharply deteriorated. The hosp replaced the tube with 100/515/xxx. No health hazards occurred. The product was tested before use. Allegedly it was confirmed that the alarm was not attributed to the ventilator circuit. Event occurred at hosp.